Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient experienced erythema, pain, and drainage/purulence at the driveline site. The patient underwent CT and no abscess was identified. Cultures came back positive for pseudomonas aeruginosa. The patient was treated with vancomycin and maxipime during hospitalization and discharged home with cefepime bid until (B)(6) 2019 the levofloxacin po daily for life. No further information was provided.